Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. One of the electrode spheres has been detached from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed an e7 error was generated when the wand was connected after the controller was powered on. When used with a bypass box, coagulation and plasma were generated as intended. The resistance measured at 1.50 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states images of the device confirm the reported. The device IFU notes ¿excessive electrode wear includes, but is not limited to erosion, thinning, or detachment of the metal at the distal end of the device.¿ the ambient super turbovac electrode is made of tungsten. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact was determined to be the retained tip with potential risk for micro-motion and/or migration, as well as local irritation or discomfort. The root cause was associated with component failure. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the ambient super turbovac wand electrode detached from the tip and fell inside the patient, leaving a fragment remaining in the patient's body. The procedure was completed using a back-up device, but it is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.